Manufacturer narrative:
One opened and used sensor was inspected and a bicarbonate buffer test was performed. The sensor passed with accurate readings. The insertion test could not be performed as no needle was returned.

Event description:
It was reported the customer had four sensor error alerts after initializing. Customer's blood glucose was 5.4 mmol/l. Troubleshooting found the customer was unsure if there was damage to their sensor. Customer was also unsure whether they had inserted their sensor correctly. The customer's sensor will be replaced. No additional information provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.